Manufacturer narrative:
H6. Evaluation method code = device history reviewed. H3. Analysis: visual examination shows no obvious signs of physical damage to the unit, but blood-like residue is present on inner surfaces and in the gas port. Analysis confirms the reason for return; a leak was detected from the seam of the device inner envelope during evaluation, which would have allowed blood to leak from the gas port. Review of the device history record shows the device met mfg specifications for product released to distribution. Conclusion: no pt event. Findings from device evaluation confirm the reason for return. An exact cause cannot be determined for the reported event.